Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient experienced diaphragmatic stimulation. The patient feels "shaking" when laying on left side. The patient was seen by the healthcare professional for evaluation. Was unable to obtain any lv pacing configuration without phrenic nerve stimulation. The lv pacing was turned off, and configuration was re-programmed to right ventricular only. The patient's discomfort was relieved after the lv pacing was turned off. Atrial sensing left to continue monitoring atrial arrhythmia's and conversion back to sinus rhythm. No plans for lv lead revision due to the patient's anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient experienced diaphragmatic stimulation. The patient feels "shaking" when laying on left side. The patient was seen by the healthcare professional for evaluation. Was unable to obtain any lv pacing configuration without phrenic nerve stimulation. The lv pacing was turned off, and configuration was re-programmed to right ventricular only. The patient's discomfort was relieved after the lv pacing was turned off. Atrial sensing left to continue monitoring atrial arrhythmia's and conversion back to sinus rhythm. No plans for lv lead revision due to the patient's anatomy. The lv lead remains in use. No further patient complications have been reported as a result of this event.